Event description:
Caller reported that pump battery would not charge, and no power source alert was received. Despite the charging issue, blood glucose level did not exceed 500 mg/dl and remained within a normal range. Customer attempted multiple troubleshooting steps, including using a different wall adapter and charging cable, but the issue persisted. Technical support decided to replace the pump.